Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a scarred common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. The access ports were used unsuccessfully and counter traction and assertive pull were used to remove the device from the patient anatomy. The clip of the device achieved hemostasis. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).